Event description:
It was reported by service report that the bed had lost all motor functions due to fowler sensor was not being activated by set screw.

Manufacturer narrative:
(B)(4): fowler sensor not being activated by set screw. This issue was resolved for the customer by adjusted out the set screw to contact sensor and verifying the bed was operating per specification and as intended.